Event description:
It was reported that the procedure was being performed on a (B)(6) female pt who was receiving midazolam, sufentanyl, and ketamin (2-5ml/h). The catheter was placed into the pt's jugularis. The catheter was in use approx 5 - 6 days when the proximal lumen because blocked of analgesia infusion. A carrier solution was used: ringer acetate or glucose 10%. As a result, the catheter was removed and discontinued. There was no delay in treatment, no pt death, and no pt complications. The pt outcome was okay. The pharmacy was contacted and they tested the drugs for interaction. The pharmacy confirmed that the drugs can be combined w/o problems. On (B)(6) 2012 - f/u info states the therapy was finished which is why they did not replace the catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.